Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -11.0/3.5/112 (sphere/cylinder/axis) was implanted into the patient's left eye (os). On (B)(6) 2022, the lens was removed and replaced for a different model, larger length lens due to recommendation.

Manufacturer narrative:
Device evaluated by MFR: work order search found no similar complaints. (B)(4).

Manufacturer narrative:
Additional information: b5: lens was implanted on (B)(6) 2022 and exchanged on (B)(6) 2022. Reportedly, "continue to monitor." Problem was not resolved. Claim#: (B)(4).